Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed on (B)(6) 2024 and removed on (B)(6) 2024. Total length of catheter: 55cm. PICC was inserted into basilic vein. 4cm exit site markings. Securacath used between the 3-6cm mark. PICC was dressed at a 90 degree turn. Oncology treatment: carboplatin. 3ml chloraprep used to clean catheter site during dressing change.

Event description:
It was reported, leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 5 cm and 6 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, leaking chemotherapy from exit site. Line needed to be replaced and delay in treatment. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: catheter placed (B)(6) 2024 and removed on (B)(6) 2024. Total length of catheter: 55cm. PICC was inserted into basilic vein. 4cm exit site markings. Securacath used between the 3-6cm mark. PICC was dressed at a 90 degree turn. Oncology treatment: carboplatin. 3ml chloraprep used to clean catheter site during dressing change.